Event description:
On (B)(6) 2013, the patient alleged that he was taken to the emergency room due to the activ.a.c. Unit malfunctioning. The patient reported that the activ.a.c. Unit came apart, and allegedly "left an air portal directly into my heart." Dates not provided. No additional information is available.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged incident is related to v.a.c. Therapy. There have been several attempts to made to gather additional information, but there has been no response. Kci has not been able to obtain sufficient information to establish a root cause.